Event description:
On (B)(6) 2018, the reporter user contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio 2 meter was reading inaccurately high (reporter unable//unwilling to state what the comparison was against). The complaint was classified based on customer service representative (csr) documentation. The reporter stated that they were first aware of the meter issue on (B)(6) 2018, at 9.26 pm, alleging that the patient obtained inaccurately high blood glucose results of ¿333 mg/dl¿ on the subject meter. The reporter stated that patient manages her diabetes using insulin (self-adjuster) and in response to the alleged high readings, she increased her dose of medication, taking 30 units of lantus and 12 units of humalog. The reporter stated that 6 hours after the issue occurred, the patient developed symptoms of ¿headache, cannot move body¿. In response to the symptoms, the reporter stated they gave her some lemonade, then took the patient to the emergency room. In the ambulance on the way to the emergency room, she was treated with glucose gel, then when they arrived at the hospital they gave her some orange juice with sugar and some butter. In the emergency room blood glucose results of ¿5.15 am ¿ 62 mg/dl, 6am ¿ 70 mg/dl and 7am ¿ 190 mg/dl¿ were obtained on the hospital meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, but the patient had been storing the test strips incorrectly. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, which required health care professional treatment, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.